Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039102) in united states on (B)(4) 2015 who had essure (ess205) inserted in 2006. She stated her periods began cramping following month (had never cramped before) each month became worse and worse pain resulting in time off work; blood sugar drops; began 2011. Insulin resistance and pancreas over production of insulin caused multiple ER (emergency room) trips for sugar fluctuations and ibs (irritable bowel syndrome) many days of work missed. Metformin and victoza were prescribed. Vitamin d level dangerously low - level at 9; she was prescribed vit d at 50k units weekly. Depression and anxiety diagnosed; prescribed celexa and buspirone. In 2013 developed eosophilic esophagitis requiring endoscopy in 2013; resultant allergy tests revealed adult onset allergies to milk protein; apple and mushroom. In 2013, cramping pelvic pain no longer limited to menstruation; pain continued without stopping and increased in level over the next 8 months; periods began increasing in length, flow and frequency. Hydrothermal ablation performed in 2014 for dysmenorrhea and pain; unsuccessful - pain and bleeding continued to increase. Tah (total abdominal hysterectomy) was scheduled to remove uterus, tubes and ovaries in 2014. Follow-up received on 01-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods began cramping. Later, she developed cramping pelvic pain no longer limited to menstruation and her periods began increasing in length, flow and frequency. She was submitted to an endometrial ablation. The reported events were considered serious as medically significant and are listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. In this particular case, since the reported events started after essure insertion and an alternative explanation was not provided, causality with the suspect insert cannot be excluded and due to the required intervention (endometrial ablation) this case was regarded as incident. In addition non-serious were reported. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow up 03-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods began cramping. Later, she developed cramping pelvic pain no longer limited to menstruation and her periods began increasing in length, flow and frequency. She was submitted to an endometrial ablation. The reported events were considered serious as medically significant and are listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain and abnormal genital bleeding and menses pattern changes may occur with essure therapy. In this particular case, since the reported events started after essure insertion and an alternative explanation was not provided, causality with the suspect insert cannot be excluded and due to the required intervention (endometrial ablation) this case was regarded as incident. In addition non-serious were reported. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.